Event description:
It was reported that the called stated patient was in emergency room two times with intermittent pacemaker mediated tachycardia (pmt). Medical doctor extended post-ventricular atrial refractory period, but patient called clinic and was still having pmt symptoms. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.